Event description:
It was reported to nova biomedical that a consumer received a 500 mg/dl result on their blood glucose meter. The consumer administered 30 units of insulin. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. The consumer consumed juice, milk and chocolate to raise her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution to test her test strips before use as instructed in our direction for use. The consumer was educated on these directions for use at the time of call. Replacement product and a manual for use has been sent to the consumer. The consumer is refusing to return the test strips in question for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.